Event description:
This notification is currently under review in response to an allegation made by a user of the dreamstation auto CPAP device. The user has reported experiencing side effects associated with the use of the device¿s humidifier, specifically nasal congestion accompanied by occasional bleeding from the nasal area. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, the adverse event/product problem box b section was not documented correctly. In this report, the adverse event/product problem in box b has been updated and corrected.

Manufacturer narrative:
The manufacturer previously reported this notification is currently under review in response to an allegation made by a user of the dreamstation auto CPAP device. The user has reported experiencing side effects associated with the use of the device¿s humidifier, specifically nasal congestion accompanied by occasional bleeding from the nasal area. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful.